Manufacturer narrative:
This report is submitted on march 25, 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020, due to migration of the electrode array into the auditory canal. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on may 5, 2020.